Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customers blood glucose was over 600 mg/dl. The customer was treated with insulin pump and manual injection and insulin pen. The customer reported the insulin pump was under delivering. It was reported that the customer was not using automode. The insulin pump will not be returned for analysis.